Event description:
It was reported that a magnet reset was attempted, however, was unsuccessful. The device still did not emit tones with magnet placement. Device replacement was discussed with the physician, however, the patient is undergoing care for unrelated reasons, so replacement has not been planned at this time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with a programmer and with the remote home monitoring equipment. Additionally, the s-ICD did not emit tones with magnet placement. It was noted that the patient was hospitalized for non-device related reasons. Review of remote interrogation data from five months ago noted the device showed the appearance of premature battery depletion (pbd). Longevity calculations based on review of the data noted that the device should have enough battery capacity to support delivery of therapy. Technical services (ts) discussed troubleshooting options with a magnet to elicit tones and to perform a 60/60 magnet reset to attempt another interrogation. Available information indicates this device remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that a magnet reset was attempted, however, was unsuccessful. The device still did not emit tones with magnet placement. Device replacement was discussed with the physician, however, the patient is undergoing care for unrelated reasons, so replacement has not been planned at this time. It was reported that surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. The return of the product was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Prior to device decontamination, attempts to establish telemetry were unsuccessful; thus, an initial memory download could not be performed. Magnet application did not produce any tones. Visual inspection noted a hole in the device header, bodily fluid contamination on the header. The titanium case was opened, and visual inspection identified electrical overstress damage to the high voltage capacitor flex circuit. The battery was tested; the voltage was lower than expected (.037 volts). Engineers concluded that electrical overstress damage affected some of the internal components in this s-ICD, resulting in the observed inability to establish telemetry, no production of tones in the presence of a magnet, and lower than expected battery voltage. The current drain of the capacitor was unable to be tested due to the electrical (B)(6) damage. An advisory communication was delivered to physicians in (B)(6) 2020 regarding a subset of emblem s-ICD devices that have the potential to exhibit electrical overstress during delivery of high voltage therapy due to a variation in the header assembly. This device is part of the emblem s-ICD electrical overstress advisory population. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with a programmer and with the remote home monitoring equipment. Additionally, the s-ICD did not emit tones with magnet placement. It was noted that the patient was hospitalized for non-device related reasons. Review of remote interrogation data from five months ago noted the device showed the appearance of premature battery depletion (pbd). Longevity calculations based on review of the data noted that the device should have enough battery capacity to support delivery of therapy. Technical services (ts) discussed troubleshooting options with a magnet to elicit tones and to perform a 60/60 magnet reset to attempt another interrogation. Available information indicates this device remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that a magnet reset was attempted, however, was unsuccessful. The device still did not emit tones with magnet placement. Device replacement was discussed with the physician, however, the patient is undergoing care for unrelated reasons, so replacement has not been planned at this time. It was reported that surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. The return of the product was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with a programmer and with the remote home monitoring equipment. Additionally, the s-ICD did not emit tones with magnet placement. It was noted that the patient was hospitalized for non-device related reasons. Review of remote interrogation data from five months ago noted the device showed the appearance of premature battery depletion (pbd). Longevity calculations based on review of the data noted that the device should have enough battery capacity to support delivery of therapy. Technical services (ts) discussed troubleshooting options with a magnet to elicit tones and to perform a 60/60 magnet reset to attempt another interrogation. Available information indicates this device remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.